Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08380. Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and the leads were explanted and replaced with a single surgical lead. The ipg was also electively replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-08380. It was reported the patient was unable to adjust therapy using the patient programmer. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was only able to provide the patient with partial stimulation coverage. X-rays reveled lead fracture and the lead tips had moved. In turn, the patient will undergo surgical intervention to address the issues.